Event description:
The procedure was a laryngoscopy. The procedure was completed with approximately 10 minutes of delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section b5 was updated with additional information that was received about the event. A review of the device history found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the image issue could not be determined. It is possible that the image issue occurred due to an error in the output settings. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A field service engineer (fse) guided the customer to resolve the issue. It was confirmed that the costumer selected the wrong signal channel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system center is unable to display image. The event occurred during procedure and there was no patient harm or user injury reported due to the event.